Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: if a powered device was used, please explain what is meant by ¿because of interstitial pneumonia, so that he fired the devices forcibly¿. Were any issues encountered with the pcee45a device? The target tissue was solid and thick because of interstitial pneumonia. Therefore, dr. Thought the knife stopped because of the thickness of the tissue. What is the current patient status? The patient was recovering well and discharged in 2/19. The hospitalization didn't prolonged.

Event description:
It was reported that during a c-vats right upper lobectomy for interstitial pneumonia, the anvil jaw was bend backward when the first device loading gst60t was fired at the 2nd firing on the lung parenchyma. Then, the 2nd device loading the 2nd device loading gst60t was fired for the 3rd firing, and creaking sound was heard. The knife did not return, and the jaws did not open. The knife reverse switch and the manual override lever did not function. And small bleeding was observed. Then, the procedure was converted to an open procedure. Soft coagulation was performed to stop the bleeding and to release the target tissue which was caught in the jaws form the device. And pcee45a loading gst45t was used to cut the specimen. Three gst45t were used in total for it. The amount of the bleeding is unknown. No blood transfusion was required. The first and 2nd devices inserted into the patient from ventral side. Each device was fired with its anvil jaw downward, and the articulation shaft was locked straight. The surgeon recognized that the target tissue was so solid and thick because of interstitial pneumonia, so that he fired the devices forcibly. And he also commented that the status of the target tissue caused the event. The observation of the 2nd device and gst60t which was used at the 3rd firing is as follows: the staples at the proximal end part of the cartridge (60-40) were formed as intended. The knife sank in the middle part of the anvil jaw. The staples at the middle part of the cartridge (30-20) were unformed on the way of the firing. And, the staples at the distal end part of the cartridge were unfired. The patient is a (B)(6) diabetic male, and his initials are (B)(6). He is still hospitalized. The prolongation of the hospitalization was not planned since no leakage occurred and no there was no difference in duration of hospitalization between a c-vats procedure and an open procedure at the hospital.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5am8n. Investigation summary: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 1/2 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified also, 3 malformed staples were received inside of a plastic jar. One photo was provided; the picture shows an echelon 60 device with a black reload loaded and the battery placed from the top view. The manual override door can be seen out of position. The triggers and jaws can be seen open. It appears that the knife slot is damaged. Based on the condition noted on the anvil, the event describe is confirmed, however no conclusion or root cause could be determined.